Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and two cartridge reloads were returned for analysis. Cartridge (b) 6r45b h51z5h was received fully fired; cartridge (c) 6r45b h51z5h was received partially fired 2/3. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported staple retaining cap issue could not be confirmed as the reload was returned out of its sterile package. The returned and test cartridges were loaded into the device without difficulties and did not fall out during the visual and functional testing.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and two cartridge reloads were returned for analysis. Cartridge (b) (B)(4) was received fully fired; cartridge (c) (B)(4) was received partially fired 2/3. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the sales rep stated that the staples fell out of the cartridge and then the cartridge fell out of the device. The staples and cartridge was retrieved. There is no further information.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler left staples loose in abdomen, the device misfired. Case completed with another device. There were no patient consequences reported.